Event description:
Hcp reported pt presented with an infected cervical wound. Hcp reported pt was treated with removal of cervical spinal lead date unk. The lead was no returned to the MFR for analysis, however, the ipg was returned to the MFR for analysis. Hcp reported pt recovered without sequela.